Event description:
Customer reported taking insulin based on a reading of 458 mg/dl which was obtained with the optium meter. Customer lost consciousness and paramedics were contacted for aid. Paramedics provided intravenous treatment. Customer was not taken to the hosp. Comparison readings from the paramedics are unk. Testing was conducted on the fingers.